Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee arthroscopy procedure, a mechanical fault occurred with the formula resector used inside the knee. The internal metal tip of the shaver became detached from the device. This was a device failure, not a surgical error. Once detached, the fragment was washed by the arthroscopy fluid into the posterior aspect of the knee, and despite a 30-minute exploration through the existing arthroscopy portals, it was not possible to retrieve it at the time. A subsequent surgery was required to retrieve the shaver tip.